Event description:
It was reported that during a prostate procedure, the customer reported "fiber broken during procedure on the clear part of the fiber and gave off a flash of light near the doctor" at 131,634 joules and 14:30 minutes of usage. The procedure was completed using a second fiber at 82,313 joules of usage. No user or patient injuries reported. Patient outcome: "ok" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber is broken within the outer flow tub, 2 inches forward of control knob, between control knob and distal end; the fiber was tested with hene laser fixture, aim beam is visible at fiber break; the outer sheath does not exhibit signs of melting at the break; the fiber shows signs of usage; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits moderate detritus adhesion. Probable root cause: based on the product analysis results, the probable root cause of the failure is: excessive bending/user handling.